Event description:
On (B)(6) 2011, pt called in response to the infusion device recall notice. Pt reported he did not remember experiencing an issue with the up and down buttons on the infusion device. Pt stated when he tested the buttons during the call, the down button did not work. Pt reported the button popped back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.